Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Also, it was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the cartridge and infusion set tubing were changed to address the issue. Customer's blood glucose ranged from 162-163 mg/dl.

Manufacturer narrative:
Device not returned.